Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate unit. Checked the machine and found display cable was loose. Reset display cable connection and problem rectified. Observed the machine on trainer and handed over in good working condition for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp)the display is flickering, when switching on the equipment for routine check. There was no patient involvement.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp)the display is flickering, when switching on the equipment for routine check. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.